Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported by the customer that the backup battery failed. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Serial number updated.